Event description:
The healthcare professional reported that during a pulserider-assisted coil embolization procedure with the 10mm target lesion on the anterior communicating artery (acom), a benchmark¿ distal access catheter (penumbra) and a prowler select plus microcatheter (catalog/lot: unknown) were used. The pulserider t 3mm, 8mm arch aneurysm neck reconstruction device (anrd) (201d / 3070988618) was deployed to the acom in the hybrid configuration using the gt guidewire (terumo). Two target xl® coils (stryker) and two coils (kaneka) were implanted in the target lesion and the procedure was completed. The patient was scheduled to leave the operating room after final imaging, but a thrombus formed; it was dissolved. The patient is reported to be under follow-up observation. Continuous flush was maintained. On 26-may-2022, additional information was received indicating that the pulserider device was implanted in the intra-aneurysmal configuration (i.e., both leaflets are inside the aneurysm). The pulserider device remains implanted and is thus, not available for return.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that during a pulserider-assisted coil embolization procedure with the 10mm target lesion on the anterior communicating artery (acom), a benchmark¿ distal access catheter (penumbra) and a prowler select plus microcatheter (catalog/lot: unknown) were used. The pulserider t 3mm, 8mm arch aneurysm neck reconstruction device (anrd) (201d / 3070988618) was deployed to the acom in the hybrid configuration using the gt guidewire (terumo). Two target xl® coils (stryker) and two coils (kaneka) were implanted in the target lesion and the procedure was completed. The patient was scheduled to leave the operating room after final imaging, but a thrombus formed; it was dissolved. The patient is reported to be under follow-up observation. Continuous flush was maintained. On 26-may-2022, additional information was received indicating that the pulserider device was implanted in the intra-aneurysmal configuration (i.e., both leaflets are inside the aneurysm). The pulserider device remains implanted and is thus, not available for return. Based on complaint information, the device remains implanted and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (3070988618) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The device will not be returned for analysis and therefore, no further investigation can be performed at this time. No determination of causes and possible contributing factors could be made. As a result, the investigation will be closed. Thrombosis is a known potential adverse event associated with the use of the pulserider and is listed in the instructions for use (IFU). A thrombus formed and it was dissolved. There was no mention of medical intervention. Furthermore, the relationship of the pulserider anrd and the prowler select plus microcatheter to the reported event cannot be excluded. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00386. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 08-jun-2022. [Additional information]: on 08-jun-2022, additional information was received. The information indicated that there was no bleeding noted that may have caused the thrombus. The patient was administered a drug that dissolves the thrombus (the name and dosage of the drug was not provided). It was not known if the patient was symptomatic. The current status of the patient is not known. The physician was asked what he thought may have caused or contributed to the thrombus, and his response was that the cause of the issue is not known. There were no malfunctions or performance issues associated with the pulserider anrd during the procedure. E.1: initial reporter phone: (B)(6). This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00385 and 3008114965-2022-00386. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 15-jun-2022. This MDR submission will also include an update to the microcatheter in the concomitant products. [Additional information]: on 15-jun-2022, additional information was received from the cerenovus sales rep. The information indicated that the patient is an elderly female. The information indicated that the thrombus originated from part of the anterior cerebral artery, near the target lesion. There was no information available on whether another procedure was planned to treat the thrombus reported. There was no further information provided on whether the patient¿s hospitalization was prolonged. The information included the catalog and lot number of the microcatheter used. The microcatheter used was a 150cm x 5cm prowler select plus (606s255x / 30734772). This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00385 and 3008114965-2022-00386. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.